Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the procedure, when the physician was pulling the negative pressure back with a syringe, there was air mixed with the expected blood. The sheath was successfully removed, and the procedure was completed without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The air in the side port tubing was assessed as a reportable malfunction. On december 2, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was reported that the sheath was kinked at approximately 69 cm from the tip.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. At the end of the procedure, when the physician was pulling the negative pressure back with a syringe, there was air mixed with the expected blood. The sheath was successfully removed, and the procedure was completed without patient consequences. The device was visually inspected, and a kink was found on the proximal area. Then, a cool flow pump test was performed, and it was irrigating correctly, no irrigation issues were observed. During product analysis, the lot number was determined to be 00001116. Therefore the following fields have been populated: d 4. Lot, d 4. Expiration date, and h 4. Device manufacture date. A manufacturing record evaluation was performed for the finished device 00001116 number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).